Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that the patient received an inappropriate shock due to noise. A request for review was needed from boston scientific technical services (ts). No adverse patient effects were reported. Ts discussed troubleshooting and possible settings adjustments to mitigate the observed signal and after excluding system abnormalities. Ts discussed that the signal patterns was consistent with intermittent contact/mechanical signal artifacts which appeared involving the sense b node. Additional information noted that a follow up took place and it was not possible to replicate noise that caused the inappropriate shock. The device programming was changed to the secondary vector as this vector showed appropriate sensing and noise discriminators. Additional information revied noted that the patient recently received six shocks with treated episodes showing ventricular tachycardia as well as noise. An in clinic follow up took place and it was noted that there was a lot of noise in the primary and alternate sensing vectors at rest, while the secondary sensing vectors appeared ok at rest, but there was noise during isometric maneuvers. Automatic set up was done with all sensing vectors failing and the device remained programmed to the secondary sensing vector with smartpass off. Technical services (ts) discussed a possible system revision to determine the root cause of the reported allegations. Ts could not predict system integrity overtime despite a good secondary sensing vector. The patient will continue to be monitored and the device remains implanted.

Event description:
It was reported that the patient received an inappropriate shock due to noise. A request for review was needed from boston scientific technical services (ts). No adverse patient effects were reported. Ts discussed troubleshooting and possible settings adjustments to mitigate the observed signal and after excluding system abnormalities. Ts discussed that the signal patterns was consistent with intermittent contact/mechanical signal artifacts which appeared involving the sense b node. Additional information noted that a follow up took place and it was not possible to replicate noise that caused the inappropriate shock. The device programming was changed to the secondary vector as this vectors showed appropriate sensing and noise discriminators. The patient will continue to be monitored and the device remains implanted.